Manufacturer narrative:
Additional info: b.5. Adult patient.

Event description:
It was reported that the needle free valve leaked blood and saline down the adult patient's arm when the IV was flushed. The patient experienced no harm, and there was no need for medical intervention.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned. Patient demographics requested but not provided.

Event description:
It was reported that the needle free valve leaked. There is no additional information and no report of harmful effects to the patient.